Manufacturer narrative:
(B)(4). D10: tm revision shell 56mm. Item: 00700005620. Lot: 66134272. Acet augm size 50. 30mm thick item: 00489405030. Lot: 65710197. G7 neutral e1 liner 36mm d. Item: 010000856. Lot: 7554391. G2: australia. The customer has indicated that the product was discarded and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 3 months post implantation due to implant breakage and loosening. It was noted that the patient has very poor bone quality. It was reported that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Review of complaint history found no additional related issues for this item. As the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.